Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. The reported event is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented twelve (12) months postop with stent occlusion with iris incarceration. Per report, the reported event was resolved with yag laser treatment, and the stent was noted as effective. Additional information has been requested.